Event description:
It was reported the patient had a prior lead revision and the lead was damaged during the explant procedure. Fragments of the lead remained in the patient after the revision. It was unknown when the lead was removed and the fragment left behind. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v094760, implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type extension. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(4) 2010).